Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that button stick sometimes on insulin pump. Customer¿s current blood glucose was unknown. Customer stated that part of plastic broke off near battery compartment, insulin pump had slower priming process. Insulin pump will not be returned for analysis.